Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system detected noise on the right ventricular (rv) channel that was being oversensed. The source of the noise was unknown. The decision was made to reprogram the device from unipolar pacing and bipolar sensing to unipolar pacing and unipolar sensing. Additional information was received that the rv pacing impedance increased to around 1982 ohms. Historically, the impedance was around 300-500 ohms. More recently, however, can see impedance changes of 1000-1500 ohms. The pacing thresholds also increased (1.7 v to 3.5 v), and the patient experienced pocket stimulation. The pacing output was reprogrammed to 6.5 v. Technical services discussed possible causes for the clinical observations, and provided troubleshooting options. Additional information was again provided, that the noise and oversensing led to pacing inhibition, but no asystole of greater than 2 seconds was observed. It was determined the clinical observations were related to the increase in rv thresholds. The patient will continue to be monitored. The patient will also meet with his physician to discuss the issue and possible lead revision in the future. At this time, this pacemaker remains in service and there were no adverse patient effects reported.